Manufacturer narrative:
Device evaluation- the lens was returned with moisture in a microcentrifuge vial. Visual inspection found haptic torn. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicmo13.2 implantable collamer lens, -11.00 diopter, within the same surgery, due to the lens tore/broke during delivery into the eye. There was no patient injury. Another same model lens was implanted on (B)(6) 2018 and the problem was resolved. The reporter indicated the cause of the event was unknown.